Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a piece of the usb cable broke off into the usb port, and subsequently a portion of the usb cable was left in the usb port resulting in the pump being unable to charge. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged particles in usb port issue was verified. The usb cable was not returned for investigation, therefore the alleged usb cable issue was unable to be verified.